Event description:
Customer reports there is no use by date, no lot number or any control ranges stamped on test strip vial while using the advantage system. Customer reports a catalog number that is very old and (B)(4) agent states they should be expired. Unable to verify with batch record due to no lot number. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.